Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there were small bubbles when filling reservoirs. Customer was unable to get rid of the air bubbles by tapping. Customer's blood glucose was unknown. Customer was advised on how to degas insulin vial before attaching reservoir to avoid bubbles from forming. Customer will not be returning the device for analysis.